Event description:
While using the endo gia [gastrointestinal anastomosis] universal stapler the device would not work so it was switched out with another one that would work. No harm came to the patient. Manufacturer response for endo gia ultra universal stapler, covidien (per site reporter). An email and phone call was sent to the device rep by the operating room department requesting a call back. Unsure what was discussed.